Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced symptoms of palpitations and trouble falling to sleep. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to reaching elective replacement indicator (eri) with premature battery depletion. It was noted that the patient was not satisfied with the terms of the warranty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.